Event description:
It was reported that the connector cracked during a ceftazidime infusion when the medline tubing was being connected to the PICC. The rn was disconnecting and reconnecting the IV tubing for each infusion every 8 hours, the tubing set was 3 days old, dated for 2/28. The package was not saved. There was no patient impact.

Event description:
It was reported that the connector cracked during a ceftazidime infusion when the medline tubing was being connected to the PICC. The rn was disconnecting and reconnecting the IV tubing for each infusion every 8 hours, the tubing set was 3 days old, dated for (B)(6). The package was not saved. There was no patient impact.

Manufacturer narrative:
Additional information added to:d11.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient's demographics was not received.

Event description:
It was reported that the connector cracked during a ceftazidime infusion when the medline tubing was being connected to the PICC. The rn was disconnecting and reconnecting the IV tubing for each infusion every 8 hours, the tubing set was 3 days old, dated for (B)(6). The package was not saved. There was no patient impact.

Manufacturer narrative:
Correction to g.4 of follow-up #2, the date should have been 02mar2020.

Event description:
It was reported that the connector cracked during a ceftazidime infusion when the medline tubing was being connected to the PICC. The rn was disconnecting and reconnecting the IV tubing for each infusion every 8 hours, the tubing set was 3 days old, dated for 2/28. The package was not saved. There was no patient impact.